Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: 365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7096005/7096075.

Event description:
It was reported that the patient developed an infection at the midline and pocket wound sites following an implant procedure. Symptoms were redness and wound not healing. Infection was not device nor procedure related and the caused was unknown. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All device components will not be returned.